Event description:
It was reported that following an unrelated surgical procedure wherein the devices were not placed into surgery mode, the ipgs became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that troubleshooting resolved the issue for the patient's cervical ipg. Surgical intervention was undertaken on (B)(6) 2025 wherein the lumbar ipg was replaced to address the issue. Therapy was restored post-operatively.